Event description:
This patient was in for a device change out and it was noted this lead had a large increase in thresholds. Thresholds had risen from 1.8v to 5.5v@1ms. There was no diaphragmatic stimulation so output was programmed for 6.5v. This lead remains implanted and no adverse patient side effects were reported.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut approx. 18.5 cm distal to the is-1 connector pin. All fragments were received for analysis. The returned lead fragments were visually and electrically analyzed. During the visual inspection, abrasion marks along the lead body were observed. In addition, approx 42 cm proximal to the lead tip a kink in the lead body was noted. However, the insulation was intact in this area. Furthermore, cuts in the insulation were found which occurred most likely during the explantation procedure. During the electrical analysis, the dc resistances of the received conductor fragments were measured. No peculiarities were found. Further analysis of the returned lead fragments did not reveal any irregularity that might have contributed to the reported clinical observation. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem. Biotronik monitors the post-market performance of its products closely in order to identify any trends that may reveal over time a potential manufacturing or design issue. The historic performance of the product involved in the current case does not at this point reveal any such trend.